Event description:
Unomedical reference number (B)(4). Event occurred in the united states. In the morning of (B)(6) 2019, around 7:00-7:30 am, as the patient woke up, it was found that the infusion set's tubing had come apart where it hoes into the hose, last night while sleeping. Reportedly, the detachment occured at the quick release/ site connector and the blood glucose level was 364 mg/dl. The site location was right side of lower stomach and the pump was on the same side. The infusion had been used for one day. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure of any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. This was the second time that it had happened to in the past 2 weeks. Upon investigation, of the returned used device (1 inserted set), it was found that the tubing was detached from the tubing connector. No further information available.